Event description:
It was reported that patient presented 4 years post op with point tender pain in the anterior portion of the tibial plateau. A bone scan showed increased uptake at the tibial implant. The primary baseplate and insert were removed and a revision baseplate with a cemented stem and a new insert were implanted. Hospital policy will not allow any record or x-rays to be made available to stryker.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
An event regarding pain involving a triathlon baseplate was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned for evaluation . -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact root cause could not be determined as insufficient information was received. Further information such as operative reports, x-rays, return of device and patient history are required to determine a route cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information were received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient presented 4 years post op with point tender pain in the anterior portion of the tibial plateau. A bone scan showed increased uptake at the tibial implant. The primary baseplate and insert were removed and a revision baseplate with a cemented stem and a new insert were implanted. Hospital policy will not allow any record or x-rays to be made available to stryker.